Manufacturer narrative:
(B)(4) investigation summary: two photos were received and evaluated. One photo displayed a 150-count shelf carton from batch 0197086 (p/n 305662). One photo displayed a loose 3ml syringe with needle attached and pink fluid droplets inside the fluid path. It was observed, the stopper was not fully attached to the plunger rod, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause description: potential root cause for the insecure stopper defect is associated with the assembly process. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that syringe vet 3ml ll w/ndl 22x3/4 rb stopper was jammed. The following information was provided by the initial reporter: material no: 305662, batch no: 0197086. It was reported stopper jammed/defect.